Event description:
It was reported the pt's antenna paddle and charger would become "hot to the touch" when charging the scs ipg. The pt received a replacement charger which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.